Event description:
It was reported that the patient was admitted to the hospital for low hemoglobin and hematocrit with concern for bleeding. The patient had lab work, esophagogastroduodenoscopy (egd), and colonoscopy. There was no clear source of bleeding found. The patient received 2 units of packed red blood cells (prbcs). Hemoglobin and hematocrit stabilized.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of suspected bleeding could not be conclusively be determined through this evaluation. The submitted controller event log file contained data from 18feb2022 through 21feb2022. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, entitled ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, entitled ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.